Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a290, serial/lot #: (B)(4), ubd: 06-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during implant contact 7 connection had a red x and impedances showed do not use. The surgeon reseated several times, swapped ports, and wiped with a dry cloth. It was decided they were fine with one contact being do not use. After closing the patient, the surgeon found the zero contact to be protruding from the patient's skin at occipital site. The surgeon decided to cut the exposed contact. The physician asked to use middle of lead for programming. The patient was happy with pain relief from programming and the issue was resolved. No symptoms were reported.